Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely calcified proximal left circumflex (lcx) artery. After the implantation of a stent, a 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the first inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. The majority of the balloon was torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the radiopaque marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06375. It was further reported that another 3.00mm x 15mm nc emerge® balloon catheter was advanced and also ruptured during the first inflation before reaching nominal pressure. The device was completely removed from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2017-06375. It was further reported that another 3.00mm x 15mm nc emerge® balloon catheter was advanced and also ruptured during the first inflation before reaching nominal pressure. The device was completely removed from the patient's body.